Event description:
A malfunction alarm was reported with a specific code that was not resettable. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Tandem technical support arranged to replace the customer's pump, provided instructions for transport, and confirmed the customer's address for delivery. Customer reverted to an alternate pump for insulin therapy.